Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 14 years due to calcification and stenosis. It was noted that the patient had "sclerotic leaflets and mitral stenosis, no insufficiency." The ring was explanted and the patient's mitral valve was replaced with an edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Evaluation summary: customer report of calcification could not be confirmed. As received the ring exhibited moderate host tissue overgrowth. Suture threads were evident in the sewing ring. No visible damage to band was observed in the x-ray. (B)(4): additional manufacturer narrative: it was reported that the annuloplasty ring was explanted due to stenosis and calcification. The explanted device was returned to edwards for analysis, which demonstrated moderate host tissue overgrowth. Unfortunately, the calcification could not be confirmed. The healthcare provider reported that there were "sclerotic leaflets," suggesting that the calcific growth was on the patient's native mitral valve leaflets and not the annuloplasty ring. The host tissue overgrowth demonstrated in our evaluation likely contributed to the patient's stenosis as well. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.